Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced t-wave oversensing (twos) stored as tachy episodes. It was further reported the device experienced intermittent undersensing of qrs stored as brady and pause episodes. The device remains in use. No patient complications have been reported as a result of this event.